Event description:
An ophthalmic technician reports a card read error. The event did not involve a pt, and the read error was noted during calibration of laser system.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).